Event description:
On (B)(6), 2012, the lay-user/patient contacted animas and reported a high blood glucose (bg) event. The patient indicated that his bg level became elevated on (B)(6), 2012, after arriving home from dialysis around 9:00 pm. The patient was unable to provide any bg levels obtained during his dialysis appointment. On (B)(6), 2012, the patient reportedly woke up at an unspecified time with a 'hi' blood glucose level. At that time, the patient was vomiting. The patient's wife took him to an emergency room (ER). He could not recall exactly what treatment he received in the ER but thought it was possibly insulin. He was discharged from the ER at 6:00 am that same day. Through troubleshooting, the animas representative involved in this contacted noted that the patient's elevated bg episode might have been attributed to a missed bolus or incorrectly programmed bolus. According to the pump's bolus history, a 0 unit bolus was delivered at 12:00 pm on (B)(6), 2012. At that time, the patient's bg level was '193 mg/dl.' In addition, no boluses were accounted for in the bolus history between 8:43 am and 9:03 pm that day. At 9:13 pm that same evening, 8.05 units of a 10.05 unit bolus was canceled. The patient was unsure if he canceled the bolus but he stated that he was likely afraid of taking too much insulin during that time. The patient was instructed to consult with his cde/hcp for assessment of adjustments to his pump's settings if needed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level suggestive of severe hyperglycemia and was treated in an emergency room (ER). However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: review of the bolus history shows all boluses correctly totaling up in the tdd units for the days leading up to the reported event date. One 0 unit bolus was observed in the bolus history on (B)(6) 2012 at 12:16. The pump was used after the original complaint date; no pump history from the time of the event was available for review. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.